Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection shortly after implant in (B)(6) 2021; the nurse practitioner stated it was (B)(4). The implant became infected at the pocket. Everything was removed (B)(6) 2021. The patient is having a new implant replacement today. The rep reported they were not informed of the explant until the replacement was scheduled and the patient's previous device was discarded. The issue has been resolved at the time of the report.